Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer reported replacing the battery several times, but the display would not return. During troubleshooting, the customer was still unable to get the display to return. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replacedn and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump powered up properly after battery installation and had operating currents within specification. The insulin pump was monitored and no blank display was noted. The insulin pump was received with minor scratches on the display window.